Event description:
The baxter service technician reported the pump to underdeliver during testing. The hospital representative stated there was no report of patient incident since the last baxter service event.